Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This event of "broken leg" is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported a patient was injected with juvéderm® volbella® xc and is experiencing delayed swelling. Patient¿s entire face is swelling, even locations that were not injected with filler. ¿the patient also broke their leg [not related to filler] a couple months after getting filler and is still recovering from it.¿